Event description:
User facility reported a uterine perforation was seen following a novasure uterine ablation (date unk). The perforation site was cauterized via laparoscopy. Follow-up was received on (B) (6) 2010. It was reported, the physician did a laparoscopic tubal ligation prior to the ablation and the scope was left in place during the novasure procedure. Therefore, they were able to view the perforation as it occurred and the controller immediately shut down. Follow-up was received from the physician on (B) (6) 2010. He reported, he removed a 4cm uterine fibroid, using versapoint (a bipolar resectoscope) and then proceeded with the uterine ablation. The cavity integrity assessment (cia) test passed and the ablation cycle lasted 90 seconds before the controller shut down. At that time, he noted a uterine perforation in the right anterior cornua area. A general surgeon examined the bowel and "felt it was fine". The pt was discharged home. Additionally, he reported, he has seen the pt on follow-up and she is "fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).